Event description:
At the completion of the exam, the pt table was re-docked and the pt was removed from the exam room. When exiting the exam room the table was pushed over a ramp where the removable table became separated from the docking unit and the pt table fell. It is unclear whether the pt fell from the table onto the floor. The pt was immediately taken to the ER for evaluation. Upon inspection of the docking table, no issue could be found. All interlocks are working correctly and the issue could not be reproduced.

Manufacturer narrative:
A siemens svc engineer was dispatched to the site. The engineer completed an inspection of the table top and docking unit and all sensors and switches were tested and passed; the table top is at the proper height and the trolley is adjusted as described in the installation manual and there is no evidence of misuse or alteration. The investigation is on-going. We have requested that the hospital provide the tabletop and trolley to siemens for further investigation. It was reported that no noise was heard before the tabletop fell. It is unk if the locking mechanism was engaged during transport as the tabletop was put back on the carrier and returned to normal height before the siemens svc center arrived onsite. Siemens is unaware of any medical treatment provided to the pt. The hospital noted the pt is complaining of back, neck and bruising of the ribs.